Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was report that the brake did not work effectively during ablation. A 1.25mm rotapro and rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. During platform, the rotawire was spinning on the back and the part of the wire coming out of the back of the advancer. During procedure, the break button was on the wire and saline flush was going the whole time, however, the rotawire was spinning inside the artery. There was no issues with the burr and the procedure was completed successfully with this device. There were no patient complications reported.